Event description:
It was reported the pt's charging system would no longer locate the ipg. A replacement charging system did not resolve the issue. Follow up info revealed the physician determined the ipg is no longer functioning and needs to be replaced. The ipg was removed and replaced. Stimulation was restored post-operatively.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.